Manufacturer narrative:
Customer contact reports no patient information available. A ge healthcare service representative performed a checkout of the system, and confirmed the reported issue. The sensor interface board (sib) was replaced to resolve the reported issue.

Event description:
The hospital reported a manifold pressure sensor error preventing mechanical ventilation. There was no report of patient injury.